Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was revealed that the pacemaker could not be interrogated. Further investigation revealed loss of pacing and premature battery depletion. Electrograms revealed that the patient experienced bradycardia due to the lack of pacing. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The field reports of premature battery depletion, failure to interrogate and no pacing were confirmed. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid which resulted in the reported anomalies of failure to interrogate and no pacing.